Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and menstrual disorder ("abnormal menstruation isues"). The patient was treated with surgery (underwent removal of the essure device). Essure (ess205) was removed. At the time of the report, the pelvic pain, dyspareunia and menstrual disorder outcome was unknown. The reporter considered dyspareunia, menstrual disorder and pelvic pain to be related to essure (ess205). Company casuality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) (batch no: 628047) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (on (B)(6) 1998, on (B)(6) 2001, on (B)(6) 2004), menarche (age:12), tubal ligation (2004) and loop electrosurgical excision procedure (2011). Previously administered products included for prevent pregnancy: depo-provera from 1999 to 2000. Concurrent conditions included body mass index normal, burning sensation, menstruation abnormal, heavy periods, augmentation mammoplasty (2008), cholecystectomy (2011), multiple allergies (wheat,biaxin), general anaesthesia, vaginal haemorrhage, spotting vaginal and dvt. Family history included hypertension (parental). Concomitant products included bupivacaine, indigo carmine, nsaids since 2004, paracetamol (acetaminophen) since 2004 and vasopressin (vasopressine). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia(painful sexual intercourse)/vaginal pain during sexual intercourse"), menstrual disorder ("abnormal menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), anxiety ("psychological or psychiatric problems condition: mental anguish,") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (underwent removal of essure/mini-laparotomy, bilateral tubal reanastamosis). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, dyspareunia, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia was resolving and the menstrual disorder, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Patency could be confirmed only by lacrimal duct following removal of essure, not by chromotubation. Patient experienced decrease of pain shortly after removal. Bilateral tubal reanastomosis was performed on (B)(6) 2013 (interpreted as essure removal date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram: on an unknown date: results: bilateral proximal occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia and pain in lower abdomen. Most recent follow-up information incorporated above includes: on 7-dec-2018: plaintiff fact sheet received. Start date updated. Lot number newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) (batch no: 628047) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (on (B)(6) 1998, on (B)(6) 2001, on (B)(6) 2004), menarche (age:12), tubal ligation (2004) and loop electrosurgical excision procedure (2011). Previously administered products included for prevent pregnancy: depo-provera from 1999 to 2000. Concurrent conditions included body mass index normal, burning sensation, menstruation abnormal, heavy periods, augmentation mammoplasty (2008), cholecystectomy (2011), multiple allergies (wheat,biaxin), general anaesthesia, vaginal haemorrhage, spotting vaginal and dvt. Family history included hypertension (parental). Concomitant products included bupivacaine, indigo carmine, nsaids since 2004, paracetamol (acetaminophen) since 2004 and vasopressin (vasopressine). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia(painful sexual intercourse)/vaginal pain during sexual intercourse"), menstrual disorder ("abnormal menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), anxiety ("psychological or psychiatric problems condition: mental anguish,") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (underwent removal of essure/mini-laparotomy,bilateral tubal reanastamosis). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, dyspareunia, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia was resolving and the menstrual disorder, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Patency could be confirmed only by lacrimal duct following removal of essure,not by chromotubation. Patient experienced decrease of pain shortly after removal. Bilateral tubal reanastomosis was performed on (B)(6) 2013 (interpreted as essure removal date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram: on an unknown date: results: bilateral proximal occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia and pain in lower abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2019: quality-safety evaluation of product technical complaints. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in an adult female patient who had essure (ess205) (batch no. 628047) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (B)(6) 1998, (B)(6) 2001, (B)(6) 2004)), menarche (age:12), tubal ligation (2004) and loop electrosurgical excision procedure (2011). Previously administered products included for prevent pregnancy: depo-provera from 1999 to 2000. Concurrent conditions included body mass index normal, burning sensation, menstruation abnormal, heavy periods, augmentation mammoplasty (2008), cholecystectomy (2011), multiple allergies (wheat,biaxin), general anaesthesia, vaginal haemorrhage, spotting vaginal and dvt. Family history included hypertension (parental). Concomitant products included bupivacaine, indigo carmine, nsaids since 2004, paracetamol (acetaminophen) since 2004 and vasopressin (vasopressin). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia(painful sexual intercourse)/vaginal pain during sexual intercourse"), menstrual disorder ("abnormal menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), anxiety ("psychological or psychiatric problems condition: mental anguish,") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (underwent removal of essure/mini-laparotomy,bilateral tubal reanastamosis). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the dyspareunia, abdominal pain lower and vulvovaginal pain was resolving and the menstrual disorder, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Patency could be confirmed only by lacrimal duct following removal of essure,not by chromotubation. Patient experienced decrease of pain shortly after removal. Bilateral tubal reanastomosis was performed on (B)(6) 2013 (interpreted as essure removal date) patient received treatment for events ¿ pelvic pain , abnormal bleeding, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: bilateral proximal occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia and pain in lower abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-outcome of abnormal bleeding updated to recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (((B)(6) 1998, (B)(6) 2001, (B)(6)2004)), menarche (age:12), tubal ligation (2004) and loop electrosurgical excision procedure (2011). Previously administered products included for prevent pregnancy: depo-provera from 1999 to 2000. Concurrent conditions included body mass index normal, burning sensation, menstruation abnormal, heavy periods, augmentation mammoplasty (2008), cholecystectomy (2011), multiple allergies (wheat,biaxin), general anaesthesia, vaginal haemorrhage, spotting vaginal and dvt. Family history included hypertension (parental). Concomitant products included bupivacaine, indigo carmine, nsaid's since 2004, paracetamol (acetaminophen) since 2004 and vasopressin. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia(painful sexual intercourse)/vaginal pain during sexual intercourse"), menstrual disorder ("abnormal menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), anxiety ("psychological or psychiatric problems condition: mental anguish,") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (underwent removal of essure/mini-laparotomy,bilateral tubal reanastamosis). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, dyspareunia, abdominal pain lower and vulvovaginal pain was resolving and the menstrual disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Patency could be confirmed only by lacrimal duct following removal of essure,not by chromotubation. Patient experienced decrease of pain shortly after removal. Bilateral tubal reanastomosis was performed on (B)(6) 2013 (interpreted as essure removal date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral proximal occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea,dyspareunia,pain in lower abdomen. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received: depression and mental anguish added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in an adult female patient who had essure (ess205) (batch no. 628047) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (B)(6) 1998, (B)(6) 2001, (B)(6) 2004, menarche (age:12), tubal ligation (2004) and loop electrosurgical excision procedure (2011). Previously administered products included for prevent pregnancy: depo-provera from 1999 to 2000. Concurrent conditions included body mass index normal, burning sensation, menstruation abnormal, heavy periods, augmentation mammoplasty (2008), cholecystectomy (2011), multiple allergies (wheat,biaxin), general anaesthesia, vaginal haemorrhage, spotting vaginal and dvt. Family history included hypertension (parental). Concomitant products included bupivacaine, indigo carmine, nsaids since 2004, paracetamol (acetaminophen) since 2004 and vasopressin (vasopressine). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia(painful sexual intercourse)/vaginal pain during sexual intercourse"), menstrual disorder ("abnormal menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), anxiety ("psychological or psychiatric problems condition: mental anguish,") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (underwent removal of essure/mini-laparotomy, bilateral tubal reanastomosis). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the dyspareunia, abdominal pain lower and vulvovaginal pain was resolving and the menstrual disorder, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Patency could be confirmed only by lacrimal duct following removal of essure, not by chromotubation. Patient experienced decrease of pain shortly after removal. Bilateral tubal reanastomosis was performed on (B)(6) 2013 (interpreted as essure removal date). Patient received treatment for events ¿ pelvic pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: bilateral proximal occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia and pain in lower abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 1998, (B)(6) 2001, (B)(6) 2004)), menarche (age:12), tubal ligation (2004) and loop electrosurgical excision procedure (2011). Previously administered products included for prevent pregnancy: depo-provera from 1999 to 2000. Concurrent conditions included body mass index normal, burning sensation, menstruation abnormal, heavy periods, augmentation mammoplasty (2008), cholecystectomy (2011), multiple allergies (wheat,biaxin), general anaesthesia, vaginal haemorrhage, spotting vaginal and dvt. Family history included hypertension (parental). Concomitant products included bupivacaine, indigo carmine, nsaid's since 2004, paracetamol (acetaminophen) since 2004 and vasopressin. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia(painful sexual intercourse)/vaginal pain during sexual intercourse"), menstrual disorder ("abnormal menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). The patient was treated with surgery (underwent removal of essure/mini-laparotomy,bilateral tubal reanastamosis.). Essure (ess205) was removed on 29-aug-2013. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower and vulvovaginal pain was resolving and the menstrual disorder, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Patency could be confirmed only by lacrimal duct following removal of essure,not by chromotubation. Patient experienced decrease of pain shortly after removal. Bilateral tubal reanastomosis was performed on (B)(6) 2013 (interpreted as essure removal date) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral proximal occlusion concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea,dyspareunia,pain in lower abdomen. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - events abnormal bleeding (vaginal, menorrhagia) added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in an adult female patient who had essure (ess205) (batch no. 628047) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (((B)(6) 1998, (B)(6) 2001, (B)(6) 2004)), menarche (age:12), tubal ligation (2004) and loop electrosurgical excision procedure (2011). Previously administered products included for prevent pregnancy: depo-provera from 1999 to 2000. Concurrent conditions included body mass index normal, burning sensation, menstruation abnormal, heavy periods, augmentation mammoplasty (2008), cholecystectomy (2011), multiple allergies (wheat,biaxin), general anaesthesia, vaginal haemorrhage, spotting vaginal and dvt. Family history included hypertension (parental). Concomitant products included bupivacaine, indigo carmine, nsaids since 2004, paracetamol (acetaminophen) since 2004 and vasopressin (vasopressine). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia(painful sexual intercourse)/vaginal pain during sexual intercourse"), menstrual disorder ("abnormal menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), anxiety ("psychological or psychiatric problems condition: mental anguish,") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (underwent removal of essure/mini-laparotomy,bilateral tubal reanastamosis). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the dyspareunia, abdominal pain lower and vulvovaginal pain was resolving and the menstrual disorder, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Patency could be confirmed only by lacrimal duct following removal of essure,not by chromotubation. Patient experienced decrease of pain shortly after removal. Bilateral tubal reanastomosis was performed on (B)(6) 2013 (interpreted as essure removal date) patient received treatment for events ¿ pelvic pain , abnormal bleeding, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: bilateral proximal occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia and pain in lower abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-outcome of abnormal bleeding updated to recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 on (B)(6) 1998, (B)(6) 2001, (B)(6) 2004), menarche (age:12), tubal ligation (2004) and loop electrosurgical excision procedure (2011). Previously administered products included for prevent pregnancy: depo-provera from 1999 to 2000. Concurrent conditions included body mass index normal, burning sensation, menstruation abnormal, heavy periods, augmentation mammoplasty (2008), cholecystectomy (2011), multiple allergies (wheat,biaxin), general anaesthesia, vaginal haemorrhage, spotting vaginal and dvt. Family history included hypertension (parental). Concomitant products included bupivacaine, indigo carmine and vasopressin. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia(painful sexual intercourse)/vaginal pain during sexual intercourse"), menstrual disorder ("abnormal menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (underwent removal of essure/mini-laparotomy,bilateral tubal reanastamosis.). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower and vulvovaginal pain was resolving and the menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menstrual disorder, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Patency could be confirmed only by lacrimal duct following removal of essure,not by chromotubation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral proximal occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea,dyspareunia,pain in lower abdomen. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received.events extracted per pfs are dysmenorrhea(cramping),pain,abnormal bleeding,abdominal pain lower, and vaginal pain was added. Date of insertion was updated.concomitant diseases,concomitant drugs,historical condition,lab test added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.